Manufacturer narrative:
A followup report will be submitted upon completion of the investigation.

Event description:
The biomed reported that the ventilator would not power on. There was no patient involvement.